Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump has scratches on the screen and was difficult to read at night. Customer stated that the insulin pump rewound slower than in the past. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test, rewind and self test properly. No rewind anomaly or display anomaly noted during testing. Device received with cracked case(battery tube), cracked battery tube threads and missing serial number label. No damage on retainer noted during visual inspection. (B)(4)..